Manufacturer narrative:
Device evaluation: twelve (12) smiths medical cadd extension sets were returned for analysis in used condition without their original packaging. Visual inspection showed no discrepancies. Functional testing involved leak testing and in five (5) of the samples a leak was detected in the air vent of the filter. No leaks were detected in the other seven (7) samples. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. The problem source could not be identified. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the extension set exhibited leaking at the filter. It was reported that 2 days after starting to use the products, the customer noticed leaking at the filter. The customer had to replace the cassettes frequently when the patient was out of hospital. There was no patient injury due to the reported event.